Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 12-feb-2018 with the following findings: during the investigation, a review of the black box showed a loss of prime warning associated with a low non-zero force. An ez prime and 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specification. The pump¿s cover was removed, and no force sensor defects were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.